Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke upon removal from the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 161.2 cm from the top of the connector to the break. This piece has two kinks. The second piece measured approximately 156.4 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser fiber broke upon removal from the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.